Manufacturer narrative:
(B)(4). The customer, a biomedical engineer evaluated their device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and was in a locked up condition. The customer advised that the device booted up properly and all functions were operating correctly. However after approximately five minutes, the display screen became white and the device would no longer respond, and then turned itself off. The customer was able to power the device back on using the power button. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, including written correspondence, but no response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and was in a locked up condition. The customer advised that the device booted up properly and all functions were operating correctly. However after approximately five minutes, the display screen became white and the device would no longer respond, and then turned itself off. The customer was able to power the device back on using the power button. There was no patient use associated with the reported event.